Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an emergent laparoscopic cholecystectomy procedure the patient was found to have a post-operative leak. During the initial procedure the surgeon noted the cystic duct and artery were large and there was difficulty getting clips seated on the duct and artery. Some clips fell off the vessels. The surgeon ended up using three clips instead of the usual two clips. The device was discarded after the initial procedure. Three days after the initial procedure the patient was found to have a post op leak. It is not known how the leak was treated, but the surgeon did not perform a re-operation. The patient is still hospitalized.